Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is giving an autofill failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to patient use, the cardiosave intra-aortic balloon pump (iabp) unit is giving an autofill failure. The unit was switched to begin therapy. There was no patient involved.

Event description:
Complaint record being cancelled as it is a duplicate to tw# (B)(4) ;mfg report number 2249723-2022-02939.

Manufacturer narrative:
Complaint record being cancelled as it is a duplicate to tw# (B)(4) ;mfg report number 2249723-2022-02939. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.